Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The sample is reported to be available but has not yet been received by the manufacturer. All information reasonably known as of 30 dec 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿on (B)(6) 2024, an endoscopic percutaneous gastrostomy was performed on patient. One month after the procedure, the patient complained of intense pain. An object measuring approximately 2 cm, consisting of a wire and a bar, was evacuated through the percutaneous endoscopic gastrostomy (peg) port. This object appears to correspond to the material used to introduce the gpe.¿ per additional information received on 20dec2024, the patient¿s current condition is unknown.

Manufacturer narrative:
Per additional information received on 12feb2025, the product involved in this reported event is not an avanos product. The sample returned was confirmed to not be an avanos product. No further information will be submitted regarding this event. Record to be voided as not an avanos product. All information reasonably known as of 24 mar 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 12feb2025, the product involved in this reported event is not an avanos product.